Manufacturer narrative:
The ipg was visually inspected and functionally tested. Device history and sterilization records were reviewed. Results - as received, the ipg header was cut, both setscrews were fully inserted into the header block connectors correctly. The device passed communication testing. The ipg failed auto and manual functional testing for missing outputs. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the report that the "locking mechanism of the battery was faulty" could not be confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient lead was revised due to lead migration. After the new leads were placed, the leads were inserted into the existing ipg header. The physician was unable to secure the leads in the ipg header. After many attempts to secure the leads, the ipg was replaced with another ipg due to the "locking mechanisms of the battery was faulty." The new leads were successfully secured to the new ipg header.